Event description:
The device was used during a pneumonectomy procedure. Reportedly, the instrument would not open. The surgeon manually manipulated the device to remove it. The hosp has reported no pt injury occurred.